Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that there was noise and high thresholds seen on the right ventricular (rv) lead. The sales representative reported no pauses in pacing, and therefore no asystole. During a normal change out of the device, a loose set screw was found which was the suspected cause of the noise and high thresholds. Pacing impedence measurements were within normal range, and the device was removed while the lead stayed in service.